Event description:
The saline implant was removed at hospital on 10/8/93. The patient had this implant at another hospital on 5/13/93. She states that she had constant pain in her left breast and ribs since the implantation. There was considerable scar tissue removed at the time of explant and the patient had a tram flap done.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.